Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated lead displayed high pacing impedance and thresholds after implant. The patient was taken back into surgery where a connection/set screw issue was identified. This was corrected with resolution of the clinical observations. There were no additional adverse patient effects reported. The system remains in service.